Event description:
It was reported that the keypad of a spectrum iq pump had no output and did not function. The blue dot selector keys, the second from the left, were the specific keys impacted. This occurred during an unspecified process step in the emergency room. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, all keys on the device keypad were working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.